Event description:
During the ventricular tachycardia procedure, the ablation catheter was inserted into the agilis sheath and manipulated. When it was removed from the body, it was noted that blood leaked from the valve of the sheath. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.